Event description:
It was reported that during a da vinci base tongue resection procedure, the maryland dissector instrument was bent and it did not work properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Based on failure analysis results, the complaint was not confirmed. The instrument was placed on an in-house system, the recognition and engagement passed. The instrument moved intuitively with full range of motion. Failure analysis also observed tears on the heat shrink. Heat shrink had scratches with a missing piece measuring approximately .224 x .338. Evidence not conclusive, but the tears/scratches were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the heat shrink scratches with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.